Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 months due to prosthetic aortic valve endocarditis. Per the patient's medical records, transesophageal echocardiogram (tee) showed paravalvular abscess that involved predominantly the non-coronary sinus of the aortic valve. It appeared to track up the ascending aorta. The bioprosthetic valve leaflets appeared thickened, and there was a small mobile echodensity visualized consistent with endocarditis. Findings at the time of surgery: prosthetic valve endocarditis with subvalvular abscess in the non coronary sinus, overall well-preserved left ventricular function, large vegetation aortic valve, as well as subvalvular. Tee analysis of the ascending aorta revealed atheroma less than 5 mm, non mobile. The explanted device was replaced with 19 mm edwards valve. The valve was inspected and found to be well seated. The patient was weaned from cardiopulmonary bypass. Tee at the endocarditis of the procedure revealed no aortic insufficiency with mild mitral insufficiency, trace trivial tricuspid insufficiency, and well-preserved ventricular function. The patient was taken back to the surgical unit in stable condition having tolerated the procedure well.